Manufacturer narrative:
Intuitive surgical, inc. (Isi) has received the instrument for evaluation. However, the failure analysis has not been completed yet. A follow-up MDR will be submitted if additional information is obtained. A review of the information associated with this event has been performed and the following additional information was provided: the logs showed pn 488530-13, ln k13250821-0121, was used first. It was installed on the system 4x and fired no reloads. On each install, the system failed to detect a valid reload was installed. The instrument was then removed and not used in the procedure again. Next, logs show pn 488530-13, ln k13250821-0132, was installed on the system 3x and fired 3 white reloads. On installs 1 and 2, the first clamps were successful, and the firings were each completed with no pauses for compression. On install 3, the first clamp was successful, and the firing was completed with 1-2 pauses for compression. The instrument was then removed and not used in the procedure again. There were no stapler related errors in the logs.

Event description:
It was reported that during a da vinci-assisted surgical procedure, the loads jammed the sureform stapler instrument and would not reopen. The stapler instrument would not register to robot. The procedure was completed with no reported injury.